Event description:
The user facility reported to terumo cardiovascular systems corp that during use, the hercules iii arm fell apart. No known impact or consequence to pt; it is unk whether the product was changed out; the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on march 13, 2015. (B)(4). The actual sample was not returned for evaluation, although a picture of the device was provided by the user facility. Inspection of the picture found that the device had a mid-cable break. This anomaly typically occurs due to excessive wear on the cable from over tightening or manipulation of the arm while in a tightened state that went unnoticed by the customer. The hercules arm IFU instructs the user to perform a pre-use inspection of the cable. The IFU states, "the cable should be inspected by examining the spaces between the links. No signs of wear or fraying of the cable should be present." All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
Terumo has been informed that the device was not used to complete the case, but was not replaced by another unit.